Event description:
The complaint event/issue occurred on an unspecified date and involved a chemolock¿ port. It was reported that the IV extension on the patient IV access was clamped when the nurse went to flush one side of a y-connector that was attached to it. Fluid then went up the hd line attached to the other port and then saline sprayed out of the chemolock port line. There was no report of human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If the device is returned, or if additional information is received, then a supplemental emdr will be submitted containing the pertinent information.